Event description:
During the surgery, the surgeon locked the bearing insert (#5/8mm) onto the tibial base plate. However, there was a 1mm approx 1.5mm gap between the bearing insert and the tibial base tray. Then, the surgeon removed the bearing insert and he used another bearing insert (#5/10mm) instead of it. The pt has not had any health problems in this event.

Manufacturer narrative:
Method: device history review, complaint history review. Results: device history review shows no reported discrepancies. Complaint history review shows there have been no other reported events for this lot number, however there have been other similar reported events regarding this product family. Conclusion: root cause could not be determined.